Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021, with blood glucose of 44 mg/dl. Other blood glucose values were 328 mg/dl and 90 mg/dl. Customer was in emergency room as a result of low blood glucose level. The customer was treated with food. Customer had fallen down. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.